Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed a defib test failure with an associated error 90008. There was no pt involvement.